Event description:
(B)(6). It was reported that coronary artery restenosis occurred. In (B)(6) 2013, the patient presented with stable angina and was scheduled for percutaneous coronary intervention (pci). The 99% stenosed, 25x3.0mm, de novo, concentric target lesion was a type c, non-thrombosed, non-bifurcated and non-diffused target lesion located in the moderately tortuous and severely calcified mid right coronary artery (rca). The lesion was treated with pre-dilatation and placement of a 3.0x38mm promus element¿ plus study stent at 16 atmospheres. Post dilation was not performed. Residual stenosis was 0% with timi 3 flow. One day post procedure, the patient was discharged. In (B)(6) 2014, the patient presented due to coronary artery restenosis. In (B)(6) 2014, coronary artery restenosis was treated with pci and the patient was given medication. The patient's condition was improved.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).